Event description:
Bleeding after the device was deployed. Surgeon had to place pledgeted sutures at laa to stop bleeding. No delay in procedure. No pt effect. No blood loss as a result of the reported issue. Procedure was completed successfully.